Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. There were no additional adverse effects reported. No additional information concerning this event could be obtained through a company representative. While the patient has claimed their device was removed due to the infection and erosion, all medical device tracking systems still show the patient's device and lead as active and implanted. For now, the lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.